Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose 4-6 months ago and she went to the kitchen to drink juice in order to treat it. Customer stated that she was not able to troubleshoot at the time of this call. Customer called 911 for her knee. Customer stated that she broke her knee cap and slipped on the floor while drinking juice. Customer was advised to call back when she has a low or high blood glucose.